Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non healthcare professional reported that during the intraocular lens (iol) implant procedure, the injector rod was not engaging/advancing the iol. This has happen with three injector. There were no instances of patient contact. Additional information has been requested.

Manufacturer narrative:
Correction information provided in h.6. (FDA component code should have been g04044 in the initial report) additional information provided in h.3., h.6. And h.11. A sample was not received at the manufacturing site for evaluation for the report that the injector did not advance the iol. Therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Because a sample was not received and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.